Manufacturer narrative:
Device evaluation, electrode belt sn #(B)(4) was not returned to the manufacturer. No equipment deficiences were alleged against the device. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces for the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had open blisters that were bleeding under the right/back therapy electrodes. The patient visited both his cardiologist and general practitioner and treated the irritation with cream. Follow-up indicated the patient's skin was healing.